Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and was unable to duplicate the problem. Upon inspection the plunger clamp in the reported problem area of the pipette assembly was found to be bad. A new plunger clamp and lld contact spring were installed. The instrument was tested without further problem and returned to service.